Manufacturer narrative:
Additional information: the device was not received for evaluation; therefore, a device analysis could not be completed. A device history review revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a patient underwent a bilateral diep (deep inferior epigastric perforator) procedure, in which a vessel everter device and 2.0 mm coupler were used to anastomose a 2.5mm internal mammary artery and a 3.0mm deep inferior epigastric artery. It was reported no difficulties were encountered using the everter device and five out of the six pins were captured on each artery successfully during the first attempt. It was reported the vessel clotted, the coupler device was removed, the artery was trimmed and sutured to achieve successful anastomosis. It was reported there was no harm to the patient. No additional information is available.